Event description:
The customer reported the system is displaying an accessory error and is having problems with the foot switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found sticking sensor switches. Customer repaired foot switch problem and declined ge service for the sticking sensor switches. (B) (4).